Event description:
It was reported that the monopolar curved scissors instrument has shavings coming off of the fiberglass shaft. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main tube has a 2.5 inch long section just below the mid point with light material removed. The damaged area is parallel to the tube axis and has a rough surface finish. The wear pattern is consistent with cannula related tube abrasions, however, the position of the damaged area is slightly higher on the tube. The scraping may have been caused by high pressure against the internal bowl/tube transition of the cannula accessory. No other damage was found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.